Manufacturer narrative:
As part of our investigation, olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding the reported event but no information has been obtained. The device was returned to olympus for evaluation. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. In addition, both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is a large amount of tissue build up on the distal end. The ptfe pad (teflon pad) was inspected and found it is severely worn with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. In addition, the wiper movement has some minor restriction due to the tissue build up. The consistency of movement of the handle and jaw, the handle load, and the he rotation of the knob torque were normal. Based on similar reported complaints, the most probable cause of the reported event could be attributed to unintended operational error. To mitigate the risk of device damage, the instruction manual provides warning that states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during procedure, an unspecified error message was observed on the console. This error occurred on two devices from the same lot. There was no patient injury reported. 2 of 2 devices.